Manufacturer narrative:
Qc was within customer's established ranges. A system check performed on 01/15/2010 was within specifications. The customer's cutoff for a critical accutni result is >0.4ng/ml. 3. A field service engineer (fse) was dispatched: a) the fse verified hardware and performed a preventive maintenance (pm). B) the fse conducted a diagnostic testing and a 20 repetition precision run; both tests met specifications. The bci device did not cause or contribute to a death or serious injury. No malfunction identified. Patient results indicated a significant risk of a cardiac event, such as ami or death. No blockage was discovered upon cardiac catheterization. However, non-diagnostic results of cardiac catheterization in at-risk patients are a recognized limitation of this procedure. Due to the circumstances involved with this feedback, it was decided by the bci to file on this event.

Event description:
A customer obtained reproducible troponin (accutni) results in the risk stratification range for one patient: a) three samples collected from the patient on two different days gave accu tni results in the range of 0.26-0.42ng/ml. B) the results were reported out of the laboratory. The specimens from this patient were tested on an alternate methodology and troponin results in the range of 8.48-12.8 (units unknown) were generated. Customer stated the patient had a cardiac catheterization which did not show any blockages. The patient was discharged from the hospital. Two days later, the patient returned to the hospital and died from a massive mi.